Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified an anonymous post from nevillet reported that the solenoid valve on their 48" century sterilizer was constantly clicking. The reported "machine gun" noise is the valve being turned on and off repeatedly. This could be caused by a loose connection or more likely, a failing output driver on the input/output board. If the light is also blinking with the valve, it means that something may be wrong in the program or the board. If the light is solid, then the cause may be in the connectors, the cables or the valve itself. Each situation can be eliminated if someone is there when the event occurs. As the specific type of valve is unknown subject of the reported event there may be a potential for injury. If the valve subject of the reported event is v2 this would let steam into the chamber. The v35 for a single door sterilizer may cause the seal to extend if it pulses when it shouldn't. Steris responded and provided contact information including a phone number however, steris has not received a response. Based on the information provided in the anonymous posted this event appears to meet our reporting criteria for medical devices. A follow up report will be submitted if additional information becomes available.

Event description:
The complainant reported that their 48" century sterilizer was not operating properly. The complainant stated, "while the sterilizer is at rest the solenoid valve is constantly clicking and at times sounds like a machine gun. All the time that this is happening the light on the valve is on."